Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch profile meter was giving a "not ok" message. The patient indicated that the alleged meter issue started on four days earlier at 1:00pm. On an unspecified date/time after the meter issue began, the patient developed symptoms of fatigue and sweating. The patient was able to test her blood glucose with a backup meter and got a result of "48 mg/dl." It is unclear as to what date/time the patient obtained the result of "48 mg/dl" and when she started using the backup meter. The patient denied receiving medical intervention. She also did not take any actions related to diabetes treatment as ar result of the alleged meter issue. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue started.